Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs), ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted a ruby coil in the target vessel. While advancing the next coil, a pod pc, into the hub of the lantern, the physician experienced resistance, and the pod pc became stuck. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.